Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had inaccurate sensor readings which suspended insulin delivery. The sensor glucose at the time of the incident was 89, while blood glucose value was 234 mg/dl. The threshold suspend was triggered when sensor was reading 90. The customer was advised about insertion and calibration best practices. Blood glucose at the time of the call was 261 mg/dl. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and found cannula bent and separated from plastic tubing. Unable to confirm customer received sensor in said condition due to customer returned opened and used.